Event description:
It was reported that a catheter issue occurred, the distal segment migrated/dislodged. The anchor had become loose and the distal segment fell out of the patient¿s spine which was determined during the revision surgery. It was coiled at the spinal incision. Symptoms the patient experienced included increased spasticity. It was not known if any diagnostic testing or troubleshooting had been performed. Actions required as a result of the event consisted of replacement. During the surgery, the health care provider (hcp) decided to replace the spinal portion and connected it to the existing pump catheter segment. The patient¿s status at the time of this report was listed as ¿alive- no injury¿. The device system was used to deliver baclofen. The product would not be returned as it was noted the customer discarded it. Additional information has been requested including how the patient was now doing, but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter (B)(4).